Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to a blower temperature monitoring issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection of the device revealed the device was beyond repair. The device was subsequently scrapped. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to a blower temperature monitoring issue. There was no patient harm or serious injury reported as a result of this incident.